Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for lot #9657425 and lot #9679258, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with mentor smooth round high profile 380cc saline breast prostheses developed an infection in one of her breasts post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Two lot numbers and two serial numbers were reported for this event: left implant: lot 9657425, serial # (B)(4). Right implant: lot #9679258, serial # (B)(4). It was not specified if the infection occurred in the patient¿s left breast or right breast. If clarification is received, a supplemental report will be submitted with updated lot/serial number.